Manufacturer narrative:
Nothing unusual was noted about the stent delivery systems prior to use. There was no unusual force used at any time during the procedure with regard to the first stent. There was no resistance felt while trying to remove it from the patient and the smart control stent was easily removed from the patient. Concomitant products: indeflator: encore. Gw: treasure, astato. Gc: ansel 6fr. Bc: jaccal 3x405x40. The report received from the affiliate indicated that there was resistance while advancing an 8x150mm smart control stent, it was removed, the lesion was then pre-dilated and it was noted to be frayed when attempting to reinsert it back into the patient. It was exchanged for another stent of the same size and resistance was felt again. Upon removal a kink was noted 30cm from the distal tip. Another stent was used instead and there was no reported patient injury. The target lesion was the left superficial femoral artery. The lesion was de novo, heavily calcified and tortuous. The rate of stenosis was 100%. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lots 15894269/15896474 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that there was resistance while advancing an 8x150mm smart control stent and it was noted to be frayed when attempting to reinsert it in a patient. It was exchanged for another stent of the same size and resistance was felt again. Upon removal a kink was noted 30cm from the distal tip. Another stent was used instead and there was no reported patient injury. The target lesion was the left superficial femoral artery. The lesion was de novo, heavily calcified and tortuous. The rate of stenosis was 100%. A contralateral approach was made from the right femoral artery. After the lesion was crossed by a guidewire (treasure, asahi intecc), the guidewire was exchanged for a different one (astato, asahi intecc). Then, the 8x150cm smart control stent was delivered over the guidewire, but resistance was felt during advancing it. So, the complaint product was removed from the patient, and then, pre-dilatation was conducted with a balloon (3x40mm jackal, st. Jude medical). The physician attempted to insert the complaint product into the patient again, but he found that the distal tip of the product was frayed. Therefore, it was exchanged for another smart control stent of the same size and the complaint product 2 was advanced to the target lesion. However, resistance was felt as well. So the product was removed from the patient, and there was a kink at approximately 30 cm from the distal tip of its shaft. Therefore, the guidewire was exchanged for a different one (non cordis) and a different stent (6x150mm smart stent, cordis) was placed in the lesion instead. Post-dilatation was conducted with a balloon (5x40mm jackal, st. Jude medical). The procedure was finished successfully. There was no reported patient injury. The products will not be returned for analysis. The products were stored, handled, inspected and prepped according to the instructions for use.